Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty rails. A field service engineer, replaced the rails to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer is malfunctioning, experiencing issues such as sticking and being completely unresponsive. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.